Event description:
On 5/31/00 the cd3500 gave a platelet result of 136,000 which was reported. The physician questioned the result. The pt was redrawn and the platelet result was 10,000. The account repeated the original sample and obtained 19,000. There was no impact to pt management.